Event description:
It was reported that the system displayed a communication error and would not produce fluoroscopy. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo receptacle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.